Event description:
It has been reported to philips that the flexvision display was blank. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. A philips remote service engineer (rse) inspected the system remotely and confirmed blank display in flex vision. The rse examined the system and found issue with touch screen module (tsm) bootup due to which flex vision layout selections were not possible. The rse downloaded and executed flex vision app, board software for tsm. After the repair activity, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The device problem code, evaluation method codes were corrected.